Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/31/2020. H6: investigation: three photos and one unused primary set, model 11532269 lot 20077524, was received by the customer for investigation. The unused sample received from the customer was used to represent the separation and leakage seen in a discarded sample from the same lot. Upon visual inspection, it could be observed that the filter was disconnected from the tubing. No other defects were observed. The customer's complaint that the line immediately upstream of the filter came apart from the filter was verified. A device history record review for model 11532269 lot number 20077524 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component with lot #20077524 regarding item #11532269. H3 other text: see h10.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv line above the filter separated from it and caused a chemotherapy spill. The following information was provided by the initial reporter: "bd alaris pump infusion set malfunction led to a chemotherapy spill. Line immediately upstream of the filter came apart from the filter, nurse reports patient moved and line disconnected from filter. Inspected several other sets able to replicate with one other set but not in other 2 sets. Photo shows the other set that malfunctioned. One photo shows the set connected and then what looks like disconnected. It comes apart very easily. Other sets do not come apart even with significant pulling FDA safety report."

Manufacturer narrative:
The initial reporter also notified the FDA on (date) via medwatch # mw5097994. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv line above the filter separated from it and caused a chemotherapy spill. The following information was provided by the initial reporter: "bd alaris pump infusion set malfunction led to a chemotherapy spill. Line immediately upstream of the filter came apart from the filter, nurse reports patient moved and line disconnected from filter. Inspected several other sets able to replicate with one other set but not in other 2 sets. Photo shows the other set that malfunctioned. One photo shows the set connected and then what looks like disconnected. It comes apart very easily. Other sets do not come apart even with significant pulling FDA safety report"